Event description:
It was reported upon completion of the fem/fem crossover, a viabahn endoprosthesis device was selected to clean up the iliac. There was no pre-dilitation of the vessel prior to insertion of the device. The doctor deployed the 13mm device into a 10 mm vessel. When the doctor attempted to remove the catheter it would not move so he yanked the catheter with considerable force. The catheter came free and was removed. Upon inspection of the removed catheter it was observed that the distal olive (tip) was missing. Post procedure angio revealed the distal olive was still in the device, inside the patient. As a result, the artery occluded so an axbifem was created to allow blood flow in the left leg. In addition, the post procedure angio's showed good flow the fem/fem crossover and the ax/fem procedures. According to the clinician, it appeared, on the cath lab angio's the device inverted and thrombosed in the iliac.